Event description:
The surgeon reported to a sales rep that he had been observing sporadic instances of microscopic metal flakes coming from the cannula of the injector.

Manufacturer narrative:
Surgeon noted that he observed a silvery or carbon like particles around the incision after removing the injector. The particles were too small to remove and there has been no pt complications.